Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2014-02886 and 1225714-2014-02887.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this same event involving this same pt, the associated MFR report numbers are 1225714-2014-02886 and 1225714-2014-02887.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which alleged to have been caused by the product administered to the pt during dialysis treatment.

Event description:
The plaintiffs attorney alleged the plaintiff experienced an unspecified injury on an unknown date after the use of the product.